Event description:
It was reported to philips that the wired footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred, but the subsequent procedures were aborted and planned on another system. The philips field service engineer (fse) inspected the system on site and confirmed that wired footswitch was not working and the system was unable to perform fluoro. Review of the system log file showed that fluoroscopy was unsuccessful. Upon troubleshooting, fse found that footswitches 1-3 were intermittently failing to register a foot press. To resolve the issue, fse replaced the wired footswitch. The wired footswitch was returned to philips for analysis and found that two out of four antislips were absent, and the unit did not pass the functional analysis. Controls 1-6 were unable to be exposed, confirmed the malfunction. The system was returned to use in good working order. The codes were updated based on the investigation outcome.